Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed oversensing on both bipolar and unipolar channels of the right ventricular lead. The source of noise could not be determined between electromagnetic interference or lead noise. No interventions were made. The patient was stable.